Event description:
Home pt (hp) reported shoulder pain, similar to excessive air, while using the homechoice cycler for apd therapy. Hp reported feeling pain to the dialysis center and was told that it may be from excessive air. Hp had shoulder pain for approx three days, which dissipated after performing normal peritoneal dialysis therapies. Hp does not attribute incident to the homechoice cycler but states that healthcare professional (hcp) at the dialysis center did. As a result, homechoice cycler was replaced. Hp did not check to verify the fluid level was at or near the top of the pt line of the homechoice set with a 12 foot pt line extension prior to connecting to it. Hp had never checked to verify the pt line was fully primed before connecting during any of the apd therapies and had never been instructed by the dialysis center to do so. Hp may have been filled with air from an incomplete prime of the 12 foot pt line extension. According to the hp, there was no pt injury or medical intervention.